Manufacturer narrative:
Blank display due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, stained keypad overlay, battery tube threads cracked, cracked belt clip rails, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed blank display after battery installation due to severely corroded pcb1 board and pcb2 board. Flashing white display was not noted due to blank display. Confirmed cosmetic damage at battery compartment and belt clip rails. Confirmed moisture damage. Damage to reservoir tube was note noted. Unable to confirm unresponsive keypad due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the fluid in the pump, keypad anomaly, and white screen. The customer stated that the location of the damage was on the keypad, belt clip rail, and the case of the reservoir tube side. The customer reported a blood glucose value of 500 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-332a, mmt-1884l, and mmt-381a. Troubleshooting was performed for the solid white, cosmetic damage, and the serialized device was replaced. Troubleshooting was partially performed for the fluid in pump. Troubleshooting was not performed for the high blood glucose, keypad anomaly. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a and mmt-381a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.